Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. In 2004 the pt presented with a severely restricted, 75% stenosed right coronary artery (rca). Hemodynamically significant mitral valve failure was excluded following echocardiographic and invasive investigations-unk dates. Based on myocardial scintigraphic evidence of anterior wall ischemia, elective dilatation of the high grade rca stenosis was chosen. The right femoral artery was accessed and the proximal rca was pre-dilated with a 2.0 x 15 mm sprinter balloon for 30 seconds at 8 atm. Using guide catheter 4.0/7 f cyber cls and a hf 0.014 galeo wire the taxus express2 3.0 x 16 mm drug eluting stent was implanted at 13 atm for 30 seconds. The physician was able to deploy the stent without problems, but experienced difficulties when trying to remove the stent delivery system. It took 5 minutes to withdraw the balloon from the pt. The stent was then post-dilated with a 3.5 x 8 mm powersail balloon for 16 seconds at 8 atm. The outcome was reported as good; there was a remaining wall irregularity. There were no pt complications.